Event description:
Discordant, falsely elevated troponin and glucose results were obtained on one patient sample on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was rerun on the same instrument and resulted lower for both troponin and glucose. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin and glucose results.

Manufacturer narrative:
A siemens global product support specialist evaluated the instrument data and did not find an instrument malfunction. Additionally, there were no discordant results on the other samples processed by the dimension exl 200 instrument within the same time frame. The cause of the discordant, falsely elevated troponin and glucose results on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.